Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported that intra/peri-operatively during the select patient/acquire scans task of a sacroiliac and thoracolumbar procedure the site could not get the imaging system to communicate with the navigation system. They were able to ping successfully but the first bar on the bottom of image acquisition screen remained red. The other bars were green showing that the camera was seeing the frame and the leds on the imaging system. The site rebooted the image acquisition system (ias) and mobile view station (mvs) of the imaging system and resolved the issue. There was a delay to the procedure of less than one hour. There was no reported impact on patient outcome.